Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and led to its shutdown. This caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose by administering a correction injection via manual injection. The customer reverted to an alternative method of insulin therapy.